Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided / unknown, UDI number is n/a, therapy date unknown (surgical procedure required to put the implant to sleep). Reporter's last name and email not provided / unknown. The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
It was reported that the abutment screw fractured in the implant and could not be removed. The implant was reduced by about 3 mm below osseous crest, covered and left in patient mouth.